Event description:
It was reported the valve leaked air. There was no reported pt injury. A navistar device was used with this introducer.

Manufacturer narrative:
St. Jude medical is awaiting the return of the device. Once the investigation is complete, a follow-up report will be submitted.